Event description:
It was reported that, "in 2009, stryker was notified by the pt that his hip squeaks when bending down. It was also communicated that an injection is scheduled to be given to the pt in an effort to remedy the squeak."

Manufacturer narrative:
An eval of the device cannot be performed, as the device was not returned to the MFR. The device remains implanted. No further info is available at this time, although it has been requested. If additional info becomes available, it will be submitted in a supplemental report.